Event description:
It was reported by a user facility that a pt with known cardiac disease had a heart attack during dialysis and died. No further info was available at the time of this report. Medical records have been requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.